Event description:
It was reported that a general comment was made that during use of several xience stent systems during the past year, the stent balloon deflates very slowly. Several deflations are required using the indeflator. Once removed from the anatomy, the balloon is still inflated a bit. The balloon was always removed without issue. The slow balloon deflation occurred most often with the 3.5 size. There was no patient injury and no intervention was required. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: estimated. It is indicated that the devices are not returning for evaluation; therefore failure analyses of the complaint devices could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.